Event description:
Reference user facility report (B)(4). It is reported that during a reverse total shoulder arthroplasty, the standard glenoid sphere component could not be impacted/assembled to the custom baseplate component. A second standard glenoid sphere component was selected and assembled without further difficulty encountered. The baseplate remains implanted. Devices involved are identified as: sphere dwb 936, (B)(4) would not seat to custom baseplate dxx002, (B)(4). The sphere component has been recovered for analysis. A standard baseplate dwd003, (B)(4) is additionally noted in the ufr - this item was clinically determined to be incorrect for pt anatomy - no failure of the device is identified to have occurred - where the custom baseplate identified above was then employed. (B)(4).